Manufacturer narrative:
Description of changes: field g1-2: updated to "contact office" field g7: updated to "follow-up #: 1" field h2: updated to "device evaluation" field h3: added "evaluation summary attached" field h6: added health effect - clinical code to "4582". Added component code "855" and "424". Updated type of investigation to "10". Investigation findings code to "646". Updated investigation conclusions code to "4309". Field h10: added description of changes.

Event description:
A health care professional (hcp) reported that during a laser treatment, the laser continued to fire laser on the patient's eye, after the doctor had stopped pressing the joystick switch. The doctor had to press the emergency stop button to stop the laser. There is no information about any negative impact on patient, user or third person due to the incident.